Event description:
It was reported that the patient had l3-4 pedicle screw fusion and l3-4 interbody cages placed on (B)(6). Patient followed up with the surgeon for a 2 week follow up appointment and it was noted on x-rays that the rod had dissociated from the screw. The blocker was still intact in the tulip. It was noted the patient did not know and had no symptoms of this occurring. The decision was made to proceed with revision surgery on (B)(6) 2015.

Manufacturer narrative:
Method: device not returned. Results: this likely contributed to the event, as this was the rod that had disengaged. Multiple factor may have contributed to the event, including, proper rod seating in the tulip, tightening torque, and patient anatomy. Conclusion: however, without any devices back, the root cause cannot be determined conclusively.

Event description:
It was reported that the patient had l3-4 pedicle screw fusion and l3-4 interbody cages placed on (B)(6). Patient followed up with the surgeon for a 2 week follow up appointment and it was noted on x-rays that the rod had dissociated from the screw. The blocker was still intact in the tulip. It was noted the patient did not know and had no symptoms of this occurring. The decision was made to proceed with revision surgery on (B)(6) 2015.